Event description:
It was reported that the patient was experiencing intermittent stimulation due to high impedances. The patient was also having charging issues. The patient underwent a full system replacement procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 20024715; product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 19896992.